Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged damage to the battery compartment. The reporter stated a piece of the battery compartment was missing. The reporter confirmed that the battery cap was not damaged, and the battery cap yellow o-ring was not visible when the cap is secured on the pump. The battery cap was reportedly replaced one-to-three months ago. The reporter alleged the pump had no power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, the pump was returned with cracked battery compartment at left side of grip from threads to case seal. The battery cap was also stripped and is unable to secure to power on the pump. A test battery cap was able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.